Manufacturer narrative:
The pod was evaluated and found a misaligned component. The clutch spring did not deploy during operation due to a release spring malfunction. This is based on the position of the reservoir plunger and the condition of the clutch spring. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The customer reported that his blood glucose read high (>500mg/dl) while wearing the pod on his arm for between 4 and 24 hours. The product was returned for evaluation.